Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads from the same lot and she was implanted for bilateral foot coverage. It was reported the pt lost stimulation in her right foot. Diagnostic testing revealed invalid impedance readings on all lead contacts of the right lead. Reprogramming was unable to resolve the loss of stimulation coverage. X-rays showed a slight bend in one of the leads near the anchor site. It was reported the pt is trying to decide on the next course of action. In the meantime, she allegedly will try her stimulation with only left-sided coverage.